Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no disposable alarm occurred. The user was assisted with general troubleshooting and was able to get infusion to run without further alarm. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Strip coin latch slot, cracked on both cases and dents were s observed. During investigation, customer problem was not duplicated regarding the "incorrect/no cass/disposable detected issue" and was not able to download the event history logs to verify. The service traveler statement "lock worn, lens damage" are verified. Found worn stripped coin latch slot and scratch liquid crystal display (lcd) lens. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace coin latch assembly, lens and downstream sensor as a preventive measure.